Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced the blender assembly and performed operational verification procedure. The ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced o2 leak. The customer confirmed that there was no patient involvement associated with the reported event.